Event description:
The pt developed endocarditis following implant. Pt was treated with antibiotics for four weeks, but the infection reoccurred. Cardiac catheterization showed paravalvular leak. Reoperation was performed. The valve was replaced with a 25cavg-404, 80563184.